Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose due to infusion set with bent cannula. Customer¿s blood glucose was 515 mg/dl and treated with manual injection. Blood glucose at the time of the call was 250 mg/dl. Auto mode feature was inactive at the time of high blood glucose event. Customer completed troubleshooting for high blood glucose and bent cannula. The insulin pump and reservoir will not be returned for analysis.